Manufacturer narrative:
An event regarding disassociation involving constrained acetabular insert was reported. The event was confirmed. Method & results: device evaluation and results: there appears to be damage on the surface from contact with mating parts of the insert. The locking ring has been deformed. Damage was observed on the shell and liner consistent with contact against the locking wire. The locking wire was likely deformed out of the channel on the liner and was impinged against the liner and shell causing the damage observed on both surfaces. Damage to the locking ring has been known to compromise the seating of the acetabular insert into the shell. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: no further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the constrained liner out of the acetabular shell. Intra-operatively, the metal ring of the constrained liner was reported as broken ("snapped"), and the inner edge of the shell was reported as being assymetric due to wear. A 54mm series ii acetabular shell, 50mm howmedica osteonics constrained acetabular insert, and stryker femoral head were revised to a trident ii shell with 6 screws, a trident constrained liner, and another stryker femoral head. Rep confirmed there were no allegations against the femoral head. The explants are available for return. Otherwise, rep confirmed that no further information is available.

Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Device not available.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the constrained liner out of the acetabular shell. Intra-operatively, the metal ring of the constrained liner was reported as broken ("snapped"), and the inner edge of the shell was reported as being asymmetric due to wear. A 54mm series ii acetabular shell, 50mm howmedica osteonics constrained acetabular insert, and stryker femoral head were revised to a trident ii shell with 6 screws, a trident constrained liner, and another stryker femoral head. Rep confirmed there were no allegations against the femoral head. The explants are available for return. Otherwise, rep confirmed that no further information is available.